Event description:
It was reported that after a superior mesenteric and celiac artery percutaneous transluminal angioplasty procedure, arteriotomy closure was attempted of a heavily scarred common femoral artery using a perclose proglide device. Reportedly, as the device was inserted into the vessel, it became stuck on scar tissue and could not be advanced further. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device becoming stuck on scarred tissue and not being able to be advanced further as it was inserted into the vessel was not confirmed as analysis of the device found no abnormal observation that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.